Event description:
It was reported that the patient was explanted of concerned vibrant soundbridge on (B)(6) 2013. According to information received, the device was explanted due to the patient having a chronic inflammation of the external ear canal.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.